Manufacturer narrative:
Additional catalog #'s: balloon 72400024, pump 72400098. Additional (B)(4). Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2001 an aus was implanted. On (B)(6) 2009 the entire device was removed and replaced; the reason was not indicated. No pt complications reported. Ams requested additional info.